Event description:
The technician reported that while performing a between pt inspection he found the brake casters are not holding. The bed is located in the hill-rom service center. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The tech found the brake casters are worn on the rubber wheel portion of the casters. The tech replaced the brake casters, swivel casters and brake steer caster to resolve the issue. Based on this info, no further action is required.